Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 20 mg/ml at 3 mg/day. The indication for use was non-malignant pain. On (B)(6) 2017, the patient died of unknown causes following [implant] surgery. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. No actions/interventions were taken. Surgical intervention was not planned and did not occur. The patient¿s status was ¿deceased.¿ it was unknown if the issue was resolved. An autopsy was performed on (B)(6) 2017, but the coroner sated there would be no results for two weeks. The hcp also indicated that they would be holding the pump pending the finalization of the results.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-mar-15. The hcp had been calling the coroner weekly for an update on the patient, but they had not been contacted back and were instructed not to call him. The hcp would not implant any further pumps until he received the autopsy report.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-feb-13. The coroner was aware that the manufacturer wants the pump returned for investigation. They will release the pump after the autopsy report is received. The hcp was informed on 2017-jan-25 that the autopsy would occur on (B)(6) 2017. The coroner¿s office stated the results could take two weeks to be reported ((B)(6) 2017). As of 2017-feb-07, the report was not available. The cause of death was unknown. The coroner had not returned the hcp¿s call from (B)(6) 2017. As of (B)(6) 2017, the deputy coroner stated the results would be known ¿this week¿. It was unknown if the death was thought to be related to the device or therapy. The pump was implanted at 7:30 am on (B)(6) 2017. The patient phoned the hcp¿s office at 3 pm with vomiting. The patient could not keep down oral antibiotic or oral pain medicine. The patient was instructed not to repeat the medication dose. The patient was on a clear liquid diet. Phenergan was ordered. The hcp phoned the spouse at 4:30 pm and the patient was resting. The patient had not had a suppository yet. The hcp instructed if urine became concentrated or other symptoms developed to go to emergency room (ER). The hcp phoned the patient on (B)(6) 2017 at 1 pm to check on her and learned she had died that morning. The patient died at home on the day after pump was implanted. The patient was not hospitalized after she was released post op on day of surgery. Relevant medical history included hypertension. The last four blood pressure readings are as follows: on (B)(6) 2016 132/78, on (B)(6) 2016 108/76, on (B)(6) 2016 128/80, and (B)(6) 2016 110/60. The concomitant medication are as follows: calcium- magnesium 500/250 (1 tablet daily), dilaudid 4 mg (1 tablet every 4 hours), keflex 250 mg (1 tab every 6 hours) start after pump implant surgery, antivert 25 mg (1 per day), aspirin 81 mg (1 per day), bumetanide 1 mg (1 tablet every other day), calcium 600 mg daily, clonidine 0.1 mg 1 daily, fish oil omega 3 twice a day, folic acid/b6/b12 daily, lasix 20 mg every 12 hours, lopressor 50/25 (2 tablets/day), losartan 100 mg daily, melatonin 10 mg tablet daily, multivitamin with iron liquid daily, nexium 40 mg 1 daily as needed, norvasc 5 mg daily, paxil 10 mg daily, progesterone 100 mg daily, propranolol 10 mg tablet daily, raspberry ketone 100 mg everyday and as needed, relpax 40 mg as needed, and tegretol 200 mg every 12 hours.

Manufacturer narrative:
Patient code (B)(4) is no longer applicable for this event as the cause of death is being reported as overdose by the current reporter.

Event description:
Additional information was received on 28-jul-2017 from the patient¿s friend/family member who reported that the patient¿s cause of death was ¿pretty much like an overdose¿. The reporter thought that it was a combination of everything that the doctor had the patient on plus the pump. The reporter was never told one specific thing. It was between the medicine and her health. The reporter didn't know exactly what other medications the patient was taking at the time of the event, but it was a ¿pretty good list¿ and she was on other pain medicine. The reporter was calling because they needed to know the what type the pump was and what was in the pump so they could provide it to life insurance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.